Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), which was implanted subpectorally and therefore part of the advisory group, was emitting tones and upon interrogation of the ICD, a warning message indicating a possible device malfunction was delivered. The ICD was explanted and replaced without incident.